Event description:
The customer stated that the insulin pump alarmed no delivery and button error. Troubleshooting was done. Customer's blood glucose was 279 mg/dl. Customer tried to treat with the insulin pump. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. Customer's blood glucose of 240 mg/dl was also reported. No further information provided.

Manufacturer narrative:
The insulin pump was received with the all buttons functioning properly, however moisture damage was found on keypad traces. No button error alarm noted. The insulin pump functioned properly during prime/a33, excessive no delivery and displacement tests. No excessive no delivery alarm noted. The insulin pump has minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.